Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve ((B)(4)) was implanted via vp shunt on (B)(6) 2021. The patient was having csf draining issues following implantation and found to have had the barb broken off. The valve was not identified to have a fault until it was removed during the revision procedure. The break appears to have occurred inside the silicon body and all components were recovered during the procedure. The valve was removed and replaced on (B)(6) 2022. The patient condition is satisfactory .

Manufacturer narrative:
The certas valve (ID 8228804) was returned for evaluation. Device history record (DHR) - the product code 82-8804 with lot 4837573, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; a cut/tear in the silicon housing along where the siphon guard should be, was noted, jagged edges in the silicone housing as well. The siphon guard was not returned for investigation. The complaint is confirmed. The root cause for the issue reported by the customer is probable due to a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU, do not use sharp instruments when handling the silicone valve or catheter.